Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that for the past 2-3 days had experienced a return of bladder control, said that they had to get up at night and during the day. Patient said they were wearing heavy night pads. When asked, no changes to diet or medications however said they had to wear a pessary for pelvic organ prolapse. Patient said that they called their hcp and said that the organs were falling out and was told to remove the pessary. Patient said that a day and a half ago removed the pessary and cleaned it and then reinserted back into their body. Patient said that right afterwards was when they noticed a return of symptoms. Patient also mentioned that they have an appointment on the 16th with the urologist at urology associates to schedule surgery to tack up their bladder organs. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and made a slight adjustment. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to provide update to current urologist and consult also with implanting physician if recommended by urologist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.